Event description:
Valeo ii angled dlif inserter was used to insert a cage implant into the l4/l5 disc space. This inserter was chosen due to the high iliac crest presented in the patient's anatomy. This high iliac crest was an obstacle in maneuvering the implant into the final position. Through forced insertion of the cage, the distal tip of the inserter separated from the proximal shaft and remained in the implant. This forced insertion can be attributed to the end user using a 8mm rasp without subsequent trials in preparation for a 10mm cage, without proper trialing and disc space allocation, insertion of cage implants can be difficult. The cage implant with the broken tip was removed and replaced with a new cage implant, causing a 15 minute delay in surgery. This replacement was successful and there was no harm nor injury to the patient. Cause can be traced in insufficient surgical technique from the end user. This device was used in the same event as described in 3009051471-2022-00003, please reference subsequent MDR report for additional information.